Manufacturer narrative:
The device history record for the reported lot number, m5124t641, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress for review of lot number m5124t641. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the first of two reports. Refer to 8030647-2015-00187 for the second patient. It was reported that, there was an incident involving one patient where the thumb valve leaked and caused the ventilator to alarm. There was no patient injury. The catheter was replaced with a new one and had no further issues. The customer stated that, the thumb was turned 90 degrees to stop the leak, and further states they are not happy about the temporary fix and believes that an adverse event can still easily occur.